Manufacturer narrative:
(B)(6). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply line of a homechoice cassette and solution bag was reported and is known to cause this alarm. The cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell four of four. The patient was connected at the time of the alarm. During troubleshooting, the patient stated that there was a puddle of water underneath of one of the solution bags, and that the supply line of the homechoice cassette was not connected tightly to the solution bag port. The technical service representative (tsr) explained the alarm and assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.